Event description:
It was reported that a 250 ml container of heparin was programmed with channel one to infuse at 14 ml/hr. However the entire amount infused in only 4 to 5 hours. The pt was observed closely and no medical or surgical intervention was required.

Manufacturer narrative:
The previous accuracy results were described in error. Both pump channels were tested at 10 ml/hr for 2 hours and at 125 ml/hr for 1 hour. These results were within specification. Channel one was then tested at 14 ml/hr for 24 hours. The accuracy results were out of specification by 1.84%. The channel was retested at 14 ml/hr for five repetitions. Three out of the five tests were beyond our accuracy limits. The greatest variance was +1.0% out of specification. This amount of variance is unlikely to the cause of the reported incident. However, the pump will be serviced to bring the accuracy within specification. This may involve replacement of the pump door or pump head mechanism. The pump will then be returned to the customer. F10: code 1989 not labeled code 1311 not labeled